Event description:
It was reported the patient's blood glucose levels rose to 15 mmol/l (270 mg/dl) while wearing the pod for between 37 and 48 hours. The pod was found hanging out of the infusion site (arm) while the patient was swimming in the pool, causing the cannula to dislodge. The site appeared infected so the patient visited the general practitioner for treatment. The patient was prescribed antibiotics and a new pod was applied.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported the patient's blood glucose levels rose to 15 mmol/l (270 mg/dl) while wearing the pod for between 37 and 48 hours. The pod was found hanging out of the infusion site (arm) while the patient was swimming in the pool, causing the cannula to dislodge. The site appeared infected so the patient visited the general practitioner for treatment. The patient was prescribed flucloxacillin antibiotics and a new pod was applied.

Manufacturer narrative:
Patient's mother contacted on (B)(6) 2024 and provided name of antibiotic prescribed.additional information added to b5 - describe event or problem